Manufacturer narrative:
The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no issues noted. No evidence of leaking was observed during or after filling. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume folfusor was leaking at the luer lock connector. The leak was discovered during filling of the folfusor and before patient use. The device was filled with unspecified medication. There was no patient involvement. No additional information is available.